Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Ref MFR reports # 1627487-2014-02368, 1627487-2014-02369. It was reported that after the pt had an unrelated spinal fusion surgery she could not feel the scs system stimulation although her ipg displayed stimulation as working. Pt was instructed by technical services to switch programs and increase stimulation. Pt was then able to feel stimulation in her legs instead of her mid to low back where it is needed. An sjm representative met with the pt but was unable to recapture effective stimulation in the correct location. In addition, low impedances were observed during the reprogramming attempt. The pt is pending a consult with her physician to determine the next course of action.